Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rotational speed was unstable. The target lesion was located in a coronary artery. A 1.75mm rotalink¿ plus was selected for use. During the procedure, the rotalink¿ burr rotational speed was adjusted at 200,000 rpm outside the patient's body. When the rotational speed was checked at the platform inside the patient's body, it was noted that the speed increased to 210,000 rpm. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Microscopic and visual examination of the advancer, burr, sheath, coil, and handshake connections were performed and revealed that the annulus of the burr was damaged and flared. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. There were no abnormal noises or leaks, as the device did not run; so, it wasn¿t able to get any speed. The advancer was dismantled and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).

Event description:
It was reported that the rotational speed was unstable. The target lesion was located in a coronary artery. A 1.75mm rotalink plus was selected for use. During the procedure, the rotalink burr rotational speed was adjusted at 200,000rpm outside the patient's body. When the rotational speed was checked at the platform inside the patient's body, it was noted that the speed increased to 210,000rpm. The procedure was completed with another of the same device. No patient complications were reported.